Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on an aviva meter, compared to a professional meter and lab result, within 10 minutes: 167 mg/dl (aviva meter), 421 mg/dl (lab), and 421 mg/dl (doctor's meter). No adverse event reported. Return of the suspect device was requested for evaluation.